Manufacturer narrative:
The malfunction was confirmed. The algorithm functioned correctly when it triggered the mep error; the returned sensor demonstrated noisy signal behavior during testing. The system self-checks are functioning normally.

Event description:
On (B)(6) 2019,the user experienced an early sensor retirement resulting in early sensor removal.